Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, an electroca rdiogram (ECG) indicated an incomplete left bundle branch block (lbbb). One day post implant, an electrocardiogram (ECG) indicated a complete left bundle branch block (lbbb) and a prolonged pr interval. No treatment was prescribed. No adverse patient effects were reported. Additional information reported that following the implant of the valve, bradycardia with rates in the 30¿s was reported. Medication was held and the condition had not recovered. No adverse patient effects were reported. Additional information was received that at the 30 day follow up appointment, the patient demonstrated persistent bradycardia with v entricular rates in the 50's. No additional adverse patient effects were reported. Additional information was received that approximately two and a half years following implant, the lbbb was ongoing. No adverse patient effects were reported. Additional information was received that approximately five years, two and a half months following valve implant, the patient experienced lightheadedness, dizziness, and fatigue and was found to have bradycardia with a 2:1 atrio-ventricular block on ECG. A transthoracic echocardiogram was performed and showed the medtronic valve was well-seated with no other issues noted. Labs were normal with a slightly elevated b-type natriuretic peptide. The patient was admitted for cardiac monitoring, and subsequently, a permanent pacemaker was implanted. The patient's anticoagulant medication was held temporarily and dosage adjusted. The bradycardia was resolved on the same date; however, the lbbb remained ongoing.